Event description:
It was reported that balloon rupture occurred. The target lesion, which exhibited 100% stenosis, was situated in the superficial femoral artery, characterized by moderate tortuosity and severe calcification. A coyote es balloon catheter, measuring 1.5mm x 20mm x 143cm, was utilized for the dilation process. Upon initial inflation at 14 atmospheres, the balloon ruptured. Subsequently, the device was successfully removed without incident, and the intervention was completed using an alternative device. No patient complications were reported in association with this event, and no adverse effects on the patient were observed as a result of this event.